Event description:
It was reported by the independent repair center that the unit is alarming/red light and the regulator is leaking/broken. No patient injury reported, no additional information provided.